Event description:
The account alleged the brakes do not hold on the head end of the stretcher. No patient impact.

Manufacturer narrative:
The account found the brake rocker link is broken. The account installed a brake steer upgrade kit to resolve the issue.